Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in the united kingdom, upon removal of the 29mm sapien 3 valve from its packaging, a strand of dark material (thread like) was noticed to be attached to one of the leaflets. Despite adequate washing and a gentle attempt to remove the strand, it was not possible. It appeared to be stuck to the leaflet. The valve was not used. A new valve was taken and prepared without issues and good patient outcome.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The valve was returned to edwards lifesciences for evaluation.  The device underwent both visual and material analysis.  The returned device was visually inspected for abnormalities.  A black fibrous particulate was observed on the in-flow side of the thv.  No other visual abnormalities were observed on tissue, frame, sutures and skirt cloth.  Materials analysis fourier transform infrared (ftir) spectroscopy material analysis was performed on the material collected from the returned valve.  A manufacturing process review was performed and materials, components and tools that manufactures sapien3 valve at edwards irvine facility (california) were evaluated.  Based on the evaluation, items consisting of cellophane were not identified, therefore it was concluded that cellophane was not used during edwards manufacturing process. During manufacturing the valves undergo multiple 100% inspections to ensure the valves met specification.  During sapien 3 valves assembly, in process glutaraldehyde was change out at the end of the assembly.  Multiple 100% visual inspections under 8x magnification were performed during sapien 3 valve assembly.  These 100% visual inspections were able to identify presence of any particles, free sutures, debris, on valves or inside jars.  After visual inspection was completed, in process glutaraldehyde was changed out to rinse off any potential loose particulates and/or sutures in the jar or valves.  Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no foreign materials (e.g. Particulates, free sutures, debris) are on the valves and inside the jars, visible under 3x magnification.  These manufacturing inspection processes support that it is unlikely that a manufacturing non-conformity caused the reported complaint event.  A design history record (DHR) review performed did not reveal any manufacturing issues related to particulate contamination.  A lot history review did not reveal any other similar complaints.  A review of complaint history with returned device for sapien 3 valve (all models and sizes) from june 2018 to may 2019 revealed similar complaints.  One devices was unable to be confirmed.  No labeling/IFU inadequacies and or nonconformances were identified.  A review of complaint history reveals that occurrence rate did not exceed the may 2019 control limits for the trend category.  The instructions for use (IFU) and the user manual were reviewed.  As the valve was not crimped and attached with the delivery system prior to the observation of the complaint, only the valve rinsing procedure was reviewed for valve rinsing instruction.  No IFU/training deficiencies were identified for the rinsing procedure that could potentially lead to this complaint.  The complaint was confirmed based on the visual inspection of the returned device.  The spectroscopy results revealed that the black fiber like material is cellophane like material.  Edwards manufacturing process was reviewed, and it was confirmed that there is no cellophane like materials were used at edwards irvine facility.  No manufacturing non-conformance was identified based on the investigation, and in the DHR and lot history review, none of other valves in the same w.o has similar issue/defect. Additionally, no labeling, training, or IFU deficiencies were identified, therefore, no preventative or corrective actions are required.  Based on the evaluation results, a definitive root cause was unable to be determined at this time.  While the origin of the fiber cannot be conclusively determined, it was reported that the black fiber particulate was found prior to the rinsing process (out of the jar).  In response to this complaint, edwards irvine facility performed an awareness communication to the qc inspector for valve assembly on inspection procedure regarding fiber/particulate inspection.   The review of complaint history revealed that the occurrence rate did not exceed the may 2019 control limits for the applicable trend category, no corrective or preventative actions are required at this time. However, an awareness communication focusing on fiber/particulate inspection was performed.